Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - no anomalies found.

Event description:
It was reported when staff of the hospital looked, the epg (external pulse generator) had stopped. The battery was replaced, the epg was turned on, and it restarted. However, the epg stopped several times afterwards. The epg was replaced. No patient complications were reported as a result of this event.